Event description:
Tbm states that the wheel locks on the mariner shower chair have to be tighten frequently. Additional reportable malfunction for this device; (B)(4) - wheel lock issue. (B)(4) - back upholstery is coming apart at the seams.